Manufacturer narrative:
(B)(4). D10: cat: 110024464 lot: 67220038 g7 dual mobility liner 44mm f. Cat: 650-1158 lot: 3217174 delta cer fem hd 28/0mm t1. G2: foreign ¿ australia . G4: this device is sold outside the us and therefore no 510(k) can be determined. The device is considered similar to product # 51-100050 and 510(k) k103755. H6: suggested component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately one month post-implantation, the patient underwent a hip revision due to femoral bone fracture. Attempts have been made and no further information has been provided.